Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replace overlay to correct, replace damaged knob and all test passed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit fails extended self-test (est) keyboard test. There was no patient involvement.